Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was seeing settings not available. There were no factors reported that may have contributed to the issue. Schedule to meet at hcp office on (B)(6)to troubleshoot. The issue had not yet been resolved. Additional information was received. It was reported the cause of the settings not available message was the 0-7 electrodes were reading out of range. The patient was reprogrammed on (B)(6) 2020 using electrodes 8-15. The settings not available message has been resolved.